Manufacturer narrative:
Qn#(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc). Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. The peel-away sheath was on the iabc. A bend to the iabc was noted at approximately 46.0cm from the iabc luer end. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. The customer also provided for evaluation. The photos show an iabc with dried blood on it and a peel-away sheath noted on the bladder. The second photo only shows an iabc packaging carton. The reported complaint could not be confirmed by review of the photos. The bladder thickness was measured at six points with measurements ranging from 0.0064in-0.0067in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested and no leaks were detected. Full inflation was achieved. The device passed the leak test. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 36.6cm from the iabc distal tip, which is the location of a previously noted bend. The guidewire was able to advance through the central lumen; blood was noted excreting from the luer end before the guidewire exited. Blood was noted on the guidewire and the central lumen was no longer blocked by blood. An attempt to aspirate and flush the catheter using a 60cc lab inventory syringe was unable to be successfully completed before inserting a guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon cannot be inflated" is not confirmed. The returned iabc bladder was fully intact with no abnormalities noted. During the investigation, the iabc fully inflated, and no leaks were detected. The returned device passed visual and functional test specifications. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "balloon cannot be inflated". Additional information stated that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. No patient injury or consequece reported. The patient's current condition is reported as "fine".